Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in the (B)(6) of peritonitis in a subject coincident with extraneal, physioneal 40, and nutrineal therapies. On (B)(6) 2010, the subject began therapy with extraneal, physioneal 40 1.36% and nutrineal intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal, physioneal, and nutrineal was not reported. On (B)(6) 2010, the subject experienced peritonitis. Treatment for the event was not reported. The primary contributing factor to the event was unknown. The subject recovered (unreported date). (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.